Event description:
During a ptca/stenting treatment procedure in the rca, inflation difficulties were experienced. The express2 monorail balloon was inflated to 16 atms, but only the distal end of the balloon expanded. The physician was unable to inflate the balloon above 16 atms, and was unable to deploy the stent. The express2 monorail stent delivery system was removed without incident and replaced with another express2 monorail stent delivery system to successfully complete the procedure. No patient injuries were reported.